Event description:
It was reported that there was a rupture and separation of the catheter balloon during an aorto-femoral dacron graft thrombectomy procedure. A second fogarty catheter was used unsuccessfully to extract the ruptured balloon. No permanent pt injury was reported.